Manufacturer narrative:
A bayer service representative visited the site on (B)(6) 2024 and found that the threads of the standoff (a connecting component) on the icbc cable connector were stripped, which allowed the icbc cable to disengage and subsequently become attracted to the magnet. Bayer service replaced the damaged standoff and fully tightened the icbc cable screws, restoring the system to normal operation. It was reported during the service visit that this equipment had been previously serviced by a third-party provider who potentially caused damage to the standoff during service activity. Bayer product analysis received and examined the returned standoff. Comparison to a stock standoff determined that the returned component was stripped and had a larger inner diameter when compared to a stock standoff. This damage would negatively impact the security of the connection, allowing the connecting screw to back out of the standoff. Our investigation determined the cause of the reported magnetic attraction to be a damaged standoff and failure to fully tighten the icbc cable screw, occurring as a result of human error of the third-party service provider utilized by the site. During service activity, the loose cable should have been identified and properly secured. The medrad® integrated continuous battery charging system operation manual cautions the user as follows: · injury may result from ferrous materials exposed to the MRI scanner magnet. This product contains some ferrous materials which can be strongly attracted to the magnet. Extreme caution should be taken if this product is serviced within the scan room. Ferrous materials include but are not limited to ferrites, hardware, motors, cables, etc. · contains ferromagnetic material. Failure to properly install the integrated continuous battery charger system power supply may result in equipment damage or injury. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported that, as the medrad® solaris mr injector ((B)(6), installed at the customer site on (B)(6) 2006) was being moved within the scan room prior to initiation of the injection, the integrated continuous battery charging system (icbc) cable disengaged and was attracted to the bottom of the magnet. The customer confirmed that the cable did not strike the patient or staff and that there was no injury/adverse event. The cable was able to be removed without quenching the magnet, and the procedure was successfully completed.